Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received stating that the pump alarmed "check clutch." No patient injury or adverse event was reported.

Manufacturer narrative:
The suspect device was returned and evaluated. A review of the event history log confirmed the error had occurred. Visual and functional examination was unable to determine root cause. The position potentiometer was replaced. After device repair and recalibration, the device was found to pass all deliver, accuracy and functional tests.